Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2009 the patient underwent anterior partial vertebrectomy and decompression of the spinal canal including l4, l5 and s1, anterior diskectomy with bilateral foraminotomy and nerve root decompression including l4-5 and l5-s1, anterior interbody biomechanical device at l4-5 and l5-s1, placement of bone morphogenic protein at l4-5 and l5-s1, anterior spinal instrumentation including l4, l5 and s1, morselized local bone graft as well as vitoss at l405 and l5-s1 and continuous running emgs and somatosensory-evoked potentials to treat degenerative disk disease, facet arthrosis and spinal stenosis. It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs. No additional information was repo rted.